Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012454241); product type: 0195-heart valves; implant date: na ; explant date: na product ID l-evolutfx-2329 (lot: 0012685678); product type: 0195-heart valves; implant date: na ; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, a misload was observed, with the identified issue being a frame overlap between nodes 3 and 4; however, the procedure was continued with the misloaded valve and delivery catheter system (dcs). Upon deployment to the point of no return (ponr), an infold occurred. The valve was recaptured and redeployed, but the infold was not resolved. Subsequently, the valve was withdrawn, and a new valve and a new dcs were used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misload was identified on fluoroscopy. The infold was first noticed upon the first deployment attempt, and the valve was recaptured 1 time due to the infold. Additionally, a procedural delay occurred in result of the infold.